Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with an x-ray sponge. The customer states that pieces of the raytec sponges in the laparotomy packs are falling into the wounds. The customer reports during the case, the surgeon noticed pieces of the raytec in the incision. They removed them by hand and started using the lap sponge. The procedure was a hernia repair.